Event description:
Explant, pt with complex congenital heart disease, including pulmonary artery stenosis, underwent a right ventricular. Outflow tract reconstruction using a 12mm pulmonary homograft. In 1999 surgery was complicated by a right-sided pulmonary hemorrhage. The ventricular septal defect was opened by fenestrating the patch, but pt still could not be weaned from bypass and required post-cardiotomy extra-corporeal membrane oxygenation support. Complications arose on 8/12/99 with pt developing hypotension requiring CPR and emergency reoperation to relieve a large hemothorax. The pt developed severe pulmonary insufficiency/regurgitation. In 1999, pt underwent surgery to close ventricular septal defect, previous 12mm right ventricular-to-pulmonary artery homograft had small tear in skirt that had been placed (according to operative report) to complete the right ventricular-homograft anastomosis. Homograft was replaced with a 14mm pulmonary homograft valve.